Event description:
It was reported that during an ablation procedure the device was pacing inappropriately compared to the programmed parameters. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.